Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The procedure was an aortic valve replacement. No other devices were involved in the event. There was no delay in the procedure. The intended procedure was completed with another 4k camera head.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Since cracks were found on the focus ring, it was likely that an image was not displayed due to the following reason: ¿ cable unit malfunctioned because of user operation, so communication failure occurred. The instructions for use (IFU) provides the following guidelines: ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty cable unit. The focus ring was worn and had thin cracks. The rear cover labels had been erased. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the 4k camera head was not showing any image. No patient harm reported.